Event description:
A malfunction alarm, identified as code malf 0, was reported. There was no reported adverse impact to the customer's blood glucose level, as the data regarding blood glucose was unknown or declined. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the issue reappeared, which the customer acknowledged and understood.